Event description:
This rv lead was implanted on (B)(6) 2007 and remains implanted at the time. A procedure form was received on (B)(6) 2016 stating that this lead was involved in noise, oversensing and pacing inhibition. The patient was in the ER for evaluation for chest pain. No out-of-range measurements observed on the remote monitoring transmission. Two atr episodes recorded on (B)(6) 2016 showing noise on both atrial and ventricular leads occuring simultaneously (approx. 2-2.5 sec in duration). Staff unable to confirm presence of emi as source of noise. The physician was dr. (B)(6) at (B)(6) center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).